Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. The customer's allegation of the image problem due to the charge-coupled device chip failure was confirmed. The device was returned to olympus for inspection, and additional reportable malfunctions of missing bending section cover, missing objective lens glue, and missing bending section cover glue were also identified. Based on the results of the investigation, a definitive root cause could not be determined. However, it is presumed that the issues of the charge-coupled device chip failure, missing bending section cover, missing objective lens glue, and missing bending section cover glue occurred at the parts where they were repaired by a third-party company. Following the instructions for use which state: operation manual states on third-party repair as follows: - prohibition of improper repair and modification- this instrument does not contain any user-serviceable parts. Do not disassemble, modify, or attempt to repair it; patient or operator injury and/or equipment damage may result. Equipment that has been disassembled, repaired, altered, changed, or modified by persons other than olympus own authorized service personnel is excluded from olympus¿ limited warranty and is not warranted by olympus in any manner. Olympus will continue to monitor field performance for this device.

Event description:
The problem was first noticed during reprocessing. The intended unknown procedure was completed with the same device.

Event description:
It was reported, the bronchovideoscope had image problem due to charged couple device chip failure. It is unknown when the issue was observed or found. There were no reports of patient injury or harm.

Manufacturer narrative:
The device was not returned to olympus for evaluation. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.